Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is complaint with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was not returned for evaluation. Consequently no conclusion thorough investigation can be performed and no conclusion can be drawn.

Event description:
"Access port implanted on (B)(6) 2015, without any problem. During the explanation of the port, on (B)(6) it was detected that the catheter was ruptured under the connection ring. The distal extremity of the catheter moved towards the superior vena cava. The catheter was removed during a second intervention."